Manufacturer narrative:
The customer's bflex 2 regular 5.0 single-use bronchoscope was not returned to verathon for evaluation; therefore, the cause could not be determined. Review of complaint history for the reported device lot number did not identify any previous complaints reported to verathon. Trending analysis for bflex 2 regular 5.0 single-use bronchoscope does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a bronchoscopy procedure, a bflex 2 regular 5.0 single-use bronchoscope was connected to a glidescope core 15-inch fhd monitor. It was reported that when suction was applied through the bronchoscope, the monitor display blacked out. Upon discontinuation of suction, the display returned to normal operation. The customer indicated that another bronchoscope was used to complete the procedure. No procedural delay or harm to the patient was reported. The affected bronchoscope was disposed of and not returned to verathon for evaluation.